Event description:
It was reported that the patient experienced a surgical procedure to remove an artificial urinary sphincter(aus) due to erosion. Irrigation was done and a catheter was placed for healing. A patient outcome of fully recovered was reported.